Manufacturer narrative:
Concomitant medical products: product ID 306001, implanted: (B)(6) 2021, product type screening device, product ID 309201, implanted: (B)(6) 2021, product type screening device, other relevant device(s) are: product ID: 306001, product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence/urgency frequency. The trial began (B)(6) 2021. It was reported that the patient did not feel their therapy was helping them any, and felt this was only getting worse for them. They were having leg strength issues and their back was sore from the tape and the wires being there. They wanted to take the wires out due to their discomfort. They were advised to contact their clinician with health concerns. The following day they reported that on the right lead, their symptoms became worse, and after switching to the left, their voids became more frequent. The frequency and urgency had improved somewhat the longer they had been on this new setting. They were still discouraged with their therapy and did not believe it was worth the pain they went through. They believed the leads may have moved as they could not feel stimulation. They were assisted in increasing stimulation to 2.2 volts where it could be felt comfortably. They were advised to contact their clinician with questions regarding medical advice or if they had questions about their health. The following day, they reported their symptoms were still getting worse with this therapy and wearing the device was uncomfortable. They mentioned they were sore around the area of the bandage. They stated they would remove the device on their own if they did not see improvement by (B)(6) 2021, and were again advised to contact their clinician with questions regarding medical advice or if they had questions about their health.